Event description:
This is for the irrigation and debridement procedure. In reporting a revision of the patient's right knee on (B)(6) 2022, rep reported that the patient fell and dislocated their resurfaced patella. In (B)(6) 2021 a soft tissue realignment was performed. One month later, the incision from that prior procedure became infected and the surgeon performed an irrigation and debridement. Rep confirmed that no stryker rep was present for the procedure as the surgeon did not go into the patient's joint space or revise any implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 38 patella; cat# unknown, lot # unknown. Triathlon p/a cr beaded #7r; cat# 5517f702, lot# ldl3r. Tritanium bplate triathlon s6; cat # 5536b600, lot # ctd52987. It cannot be determined

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 38 patella; cat#unknown ; lot#unknown. Triathlon p/a cr beaded #7r; cat#5517f702 ; lot#ldl3r. Tritanium bplate triathlon s6; cat#5536b600 ; lot#ctd52987. It cannot be determined

Event description:
This is for the irrigation and debridement procedure. In reporting a revision of the patient's right knee on (B)(6) 2022, rep reported that the patient fell and dislocated their resurfaced patella. In (B)(6) 2021 a soft tissue realignment was performed. One month later, the incision from that prior procedure became infected and the surgeon performed an irrigation and debridement. Rep confirmed that no stryker rep was present for the procedure as the surgeon did not go into the patient's joint space or revise any implants.